Manufacturer narrative:
The customer questioned the results based upon patient history (anti-k and anti-jka positive) and repeated testing manually in gel and on provue, and the result wa (1+) positive for both tests. No erroneous results were reported by the customer. Depending on the specific antibody, a false negative antibody screen could lead to the inadvertent transfusion of incompatible blood. If a significant antibody is not detected during antibody screening, or is not identified upon further testing, a patient may be transfused with antigen-positive blood and suffer a hemolytic transfusion reaction. The likelihood of a serious injury, while not frequent, is not remote. No death or serious injury was reported by the customer. Based on the available information, mts is reporting this event based on the potential for injury should the event recur without detection by the user.

Event description:
Customer reported that while performing an antibody screen test on the provue analyzer, the analyzer interpreted a 1+ reaction as negative. No death or serious injury occurred. No erroneous results were reported out of the laboratory.